Event description:
It was reported during the procedure the subject coil was delivered successfully into the aneurysm located at the basilar artery. A subsequent run disclosed that the subject coil herniated out of the aneurysm and migrated to the distal left posterior cerebral artery (pca). Aspiration was performed to retrieve the coil by the physician, but failed. A run disclosed that the aneurysm and basilar artery ruptured. There was an increase in the patients blood pressure, so the physician stopped attempting to retrieve the subject coil. There was a surgical delay of unknown time and the patient's last condition was intubated. No other information is available.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event of main coil migration, un-retrieved device fragments and patient aneurysm rupture.

Event description:
It was reported during the procedure the subject coil was delivered successfully into the aneurysm located at the basilar artery. A subsequent run disclosed that the subject coil herniated out of the aneurysm and migrated to the distal left posterior cerebral artery (pca). Aspiration was performed to retrieve the coil by the physician, but failed. A run disclosed that the aneurysm and basilar artery ruptured. There was an increase in the patients blood pressure, so the physician stopped attempting to retrieve the subject coil. There was a surgical delay of unknown time and the patient's last condition was intubated. No other information is available.